Event description:
The pt needed a gastric button device placed. She had previously had gastrostomy tubes which she had pulled out. A gastric button device is a low profile device designed, among other things, not to be easily removed by the pt. The stoma measuring device was used as per the routine package directions. In the measuring kit device, the stoma measuring device showed three black marks exposed. This suggested that rptr needed to use a 2.4 centimeter device. When this kit was opened, rptr found the label in that instruction kit was different; the original label was covered with a new label which showed that if 3 bands were exposed, a 3.4 centimeter device needed to be used. Since this kit had already been opened and contaminated, rptr went ahead and attempted to place the 2.4 centimeter device, which was too short. It was removed. Rptr then opened a 3.4 centimeter device, to find the original directions, suggesting that with 3 black marks exposed on the measuring device, a 2.4 centimeter device needed to be used. Since the 2.4 centimeter device was too short, rptr successfully placed the 3.4 centimeter device without difficulty. These kits appear to have been initially mislabeled at the factory and possibly, only one of them was caught and apparently re-marked. The procedure was slightly prolonged and there was minimal, if any, injury to the pt. (*)